Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L4-s plif using jaguar was performed on a patient with lscs on (B)(6) 2016. During surgery, the back wall of the cage got cracked when inserting the cage between l4 and l5. Since the connection part with the inserter was broken, the surgeon gave up removing the cage and completed the procedure without any delay. The broken cage is still in the patient.